Event description:
In 2004, kinetikos medical, inc., was informed of the explant of a subtalar mba orthodpedic foot implant from a patient to address pain in the subtalar region. The device was returned to kmi for investigation. No device defects were discovered.